Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed thefs libre sensor and fs libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported that she received a "replace sensor" error message displayed on the adc freestyle libre sensor. The customer subsequently lost consciousness. It was reported that she was unable to self-treat, and was given sugar by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that she received a "replace sensor" error message displayed on the adc freestyle libre sensor. The customer subsequently lost consciousness. It was reported that she was unable to self-treat, and was given sugar by her husband. There was no report of death or permanent injury associated with this event.